Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that all four light source of the system "fell off". Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 23, 2012. Based on qa assessment, the product met specifications at the time of release. Root cause the system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire has been received indicating the staff tried multiple times to turn on the light source's 1-4 with no result. Manual attempts to increase the light source did not work. The system was shut down and restarted and different light probes were attached to system, there was no resolution to the problem. The system was exchanged to initiate and complete the case.